Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen became unresponsive. Contact reported that customer can press the wake button to turn the touchscreen on and off, but cannot interact with the touchscreen to unlock the pump. The screen never goes to the 2 when the 1 is pressed. The pump is not functional. There was no impact to customer's blood glucose (bg) level. The customer reported that manual injection would continue to be used for alternate insulin therapy.